Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4)has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the cable connecting the distribution node (dn) and rear therapy electrode was ripped from the dn, exposing wires. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.